Manufacturer narrative:
Correction: section b5 - the patient experienced unilateral rupture on the left side postoperatively. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female underwent breast surgery with unspecified gel mentor breast implants and experienced unilateral rupture on an unspecified side postoperatively. As a result, the patient underwent device removal and replacement with a 250cc mentor smooth round moderate plus profile breast implant, catalog number 3502250, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Additional information: on june 2, 2020, mentor became aware of the date of implantation and that this device was a primary breast augmentation. Manufacturer's reference number: (B)(4).